Manufacturer narrative:
This report is submitted on 4 march 2021.

Manufacturer narrative:
This report is submitted on november 19, 2020.

Event description:
Per the surgeon, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.